Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It reported that an unspecified malfunction/issue occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient was ¿unable to stand up¿ which caused her sister to call emergency medical services. It was reported the patient¿s sensor ¿stopped working¿ but was unable to recall the specific error message. No bg meter reading was taken at this time. Ems arrived and transported the patient to the emergency room. The patient left her cgm receiver at home. At the emergency room, the patient¿s bg meter reading was found to be 600 mg/dl. The patient cannot recall any of the medications or treatment that she received while hospitalized. She was discharged home 4 days later. The patient was ¿okay¿ at the time of report. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.